Event description:
Other part (tampon) appears to be stuck inside my body- vagina [foreign body in reproductive tract] only half of the tampon came out- tampon [device breakage] case narrative: consumer reported via e-mail that only half the tampon came out during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Other part (tampon) appears to be stuck inside my body- vagina [foreign body in reproductive tract]. Only half of the tampon came out- tampon [device breakage]. Case narrative: consumer reported via e-mail that only half the tampon came out during removal. No serious injury reported.